Event description:
The procedure was embolization of a posterior communicating artery aneurysm sized 3.5mm*4mm. The surgeon put two microcatheters (details unknown) in place. He placed an enterprise stent (details unknown) half released in the artery through one microcatheter and then positioned an orbit mini coil (637mf3509/15900988) through the other microcatheter. The microcatheter that was used to place the stent was reportedly a codman product but the details of that microcatheter are unknown. When the surgeon advanced the orbit mini coil through the microcatheter he found that the distance between the detachment point and the tail mark was abnormal. The surgeon suspected the coil had partly stretched. He tried to recall the coil but the tail mark didn¿t move. The surgeon had to continue to advance the coil and used the stent to close a wall. Now the patient is fine. Please see the picture for more details. An adequate continuous flush was maintained through the microcatheter at all times. There was no resistance between the guidewires and microcatheters when accessing the target sites. There was no resistance at any time when advancing the coil through the microcatheter. There were no kinks in the microcatheter that could have contributed to the event. The microcatheter was repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. No patient information provided.

Manufacturer narrative:
Concomitant medical products: two microcatheters (details unknown); enterprise stent (details unknown).

Manufacturer narrative:
A non-sterile orbit mini complex fill 3.5x9 delivery system was received coiled inside of a coil dispenser inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped and no damages were noted on it. The support coil and gripper were found inside of the introducer and no damages were noted on them. The embolic coil was no received for evaluation; as reported, it was implanted. The gripper was inspected under microscope and no damages were noted on it. A file with pictures of the embolic coil was received but the root cause of the stretching of the coil could not be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the reported event cannot be conclusively determined. However, the procedural factor of repositioning the microcatheter over the partially deployed coil, which the instructions for use cautions may lead to coil damage, may have contributed to the event. With review of the delivery system and the device history records, there is no indication of any manufacturing issues related to the event. Therefore no corrective action will be taken at this time.